Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation results: analysis of the provided expertise files confirmed the reported behavior: alerts indicating a lead impedance value above 2000 ohms were raised on 21 october 2022, while the subject pacemaker was implanted on (B)(6) 2023.in-depth analysis revealed that the observed issue resulted from an unexpected activation of the device memories during the upgrade of the pacemaker software version performed on 20 october 2022, due to a software anomaly. During the implantation of the pacemaker on (B)(6) 2023, no device interrogation was performed and therefore, the memories were not reset and the alert from 21 october 2022 remained visible, which led to the observed issue. It should be noted that interrogating the device following the implantation procedure removes the unexpected alerts.

Event description:
Reportedly, during the first interrogation of two alizea sr the day after implantation , the physician noticed a pop-up message, indicating a ventricular lead impedance of over 2000 ohms on 21 october 2022. No interrogation was performed during or directly after the implantation. After performing all tests everything was ok again for both devices. The subjected devices underwent a firmware upgrade most probably on 20 october 2022.